Event description:
It was reported that an infusion was programmed at 548.4ml/hr, to run over 1 hour. The programmed rate was confirmed with a second nurse. The infusion however ran for 1 hour and 14minutes. Patient and provider aware of additional run time. There was patient involvement but no harm.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that an infusion was programmed at 548.4ml/hr, to run over 1 hour. The programmed rate was confirmed with a second nurse. The infusion however ran for 1 hour and 14minutes. Patient and provider aware of additional run time. There was patient involvement but no harm.